Event description:
A 46 yr old female underwent bam with silicone gel breast implants in 1970. This procedure was performed at another facility, thus this reporting facility does not know the MFR of the device. The pt has since developed calcified breast masses bilaterally and wished the implants be replaced. Gross exam: both implants exude sticky, viscous, gelatinous material through small fenestrations next to mesh discs.